Event description:
The user reports during an unspecified colorectal surgery using a thunderbeat with an unspecified generator, when the blue button for seal was activated, it automatically switched to purple activation which is cut. Thus, the inferior mesenteric artery (ima) was cut without being sealed. This was managed with hemostatic clips (to prevent severe bleeding). The user took precautions and successfully completed the planned procedure with the same device. There were no additional consequences to the patient. The patient's current condition is described as "fine." After the procedure, the facility tested the equipment with a salt water compress without being switched off and discovered that the blue button worked as a purple button. That is, the device acknowledged as it would have done using the purple button. This aligns with what the users had experienced with both the blue and purple button functioning as a purple button. The facility further tested the same instrument with a different device and a different cable. The same error in both instances. The facility is fairly certain that the fault lies with the thunderbeat.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. Physical evaluation of the suspect device: the customer returned a tb-0535fcs with lot number kr137203. Evaluation was carried out by connecting the thunderbeat to a usg-400, esg-400 and td-tb400 to inspect the output activation. The rotation knob was turned by pressing the button to activate the output in seal mode. The output activation in seal mode was changed to seal & cut mode at a certain position. Both seal & cut and seal buttons clicked when they were pressed. The electrodes inside the transducer connecting sections were inspected. The electrode was found to be deformed. Upon inspection by disassembling the subject device, the electrode of seal mode was discovered to be deformed. The electrode was twisted towards the left side (in the direction of the electrode of the seal & cut mode). The electrode of the seal & cut mode was contacting the electrode of the seal mode. Deformation of the electrode was fixed, and it was reassembled to make sure that the electrode of the seal & cut mode was not contacting the common electrode. The distal end of the td-tb400 (serial no. (B)(4)) owned by aomori olympus was inserted into the transducer connecting sections of tb-0535fcs (lot no. Kr871462) by tilting the tip to inspect whether the electrode to deform. However, deformation was not observed. The unit was disassembled and check the continuity of the substrate, there was no abnormality in continuity. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. The exact cause of the reported phenomenon could not be conclusively determined, as the device was not returned to the legal manufacturer for further evaluation. However, based on review of similar complaints, it is likely that reported phenomenon was due to the deformation of the electrodes at the transducer (td-tb400) connection, the circuits of the seal output and the seal & cut output became conductive. The circuitry of the seal output and the seal & cut output conducted because the internal switch base got wet with the liquid such as saline solution. User mishandling cannot be ruled out as a contributory cause, as the instruction manual warns user ¿use the thunderbeat instrument properly. Improper use may cause the probe tip to fall inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/ or patient, electric shock, abnormal output or malfunction, perforation, bleeding, post-operative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. ¿